Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow is my hysterectomy, will be taking out uterus and fallopian tube') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced procedural pain ("pain like c section"). The patient was treated with surgery (tomorrow ((B)(6) 2017) is my hysterectomy(uterus and fallopian tubes)). Essure was removed. At the time of the report, the medical device removal and procedural pain outcome was unknown. The reporter considered medical device removal and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media "tomorrow is my hysterectomy, will be taking out uterus and fallopian tube and post procedural pain". Most recent follow-up information incorporated above includes: on 29-oct-2019: new event post procedural pain and new reporter added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('genital bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), procedural pain ("pain like c section"), endometrial hyperplasia ("thickening of endometrium") and adenomyosis ("adenomyosis"). The patient was treated with surgery (tomorrow((B)(6) 2017) is my hysterectomy(uterus and fallopian tubes)). Essure was removed. At the time of the report, the genital haemorrhage, procedural pain, endometrial hyperplasia and adenomyosis outcome was unknown. The reporter considered adenomyosis, endometrial hyperplasia, genital haemorrhage and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event was added: genital bleeding, endometrium hyperplasia and adenomyosis., event device removal replaced by genital bleeding. Incident : based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tomorrow is my hysterectomy, will be taking out uterus and fallopian tube') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tomorrow((B)(6) 2017) is my hysterectomy(uterus and fallopian tubes)). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media "tomorrow is my hysterectomy, will be taking out uterus and fallopian tube". Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.